Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. Several kinks were encountered along the length of the catheter. No other visual damages were encountered upon visual inspection.

Event description:
It was reported that catheter detachment occurred. The 93% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery (3.00mm in diameter). The target lesion was 12mm in length. An opticross catheter was selected for use to view the target lesion. During a percutaneous coronary intervention, it was noted that the catheter was fractured. The physician did not use pre-dilation balloon for pre-treatment. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that catheter detachment occurred. The 93% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery (3.00mm in diameter). The target lesion was 12mm in length. An opticross catheter was selected for use to view the target lesion. During a percutaneous coronary intervention, it was noted that the catheter was fractured. The physician did not use pre-dilation balloon for pre-treatment. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. Several kinks were encountered along the length of the catheter. No other visual damages were encountered upon visual inspection.

Event description:
It was reported that catheter detachment occurred. The 93% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery (3.00mm in diameter). The target lesion was 12mm in length. An opticross catheter was selected for use to view the target lesion. During a percutaneous coronary intervention, it was noted that the catheter was fractured. The physician did not use pre-dilation balloon for pre-treatment. The procedure was completed with another of the same device. No patient complications were reported.